Event description:
The customer reported the system made a loud popping noise, then the monitor went blank. The fe noted the system was arcing. This issue results in a system lock up. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.